Event description:
Litigation papers allege: after the implant of the device, pt experienced severe pain and discomfort; product has introduced unhealthy and/or toxic levels of heavy metals, including, but not limited to cobalt and chromium, into pts tissues, blood, and other parts of pt's body. Pt cannot ambulate without assistance.

Manufacturer narrative:
(B)(4). Update: 8/26/2011 - medical records were received. Part/lot numbers were identified with invoice search. (B)(6) 2012 patient fact sheet form was received. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.